Event description:
It was reported that the slice position between zoom mode and whole mode changes by approximately 15mm during a phantom scan, resulting in a discrepancy of slice location between the two modes. There was no patient involvement, and no injury was reported.

Manufacturer narrative:
Ge investigation is on-going. Ge is attempting to obtain the date of the event.